Event description:
It was reported that the obturator sleeving used on three (3) modified obturators do not stay attached. The accessory components are ordered and used with the m3.5pt, specialized pediatric tracheostomy tubes. This was detected during device insertion and removal. It is unk if the component accessory was re-sterilized or how long the components were in use. There was one (1) pt involved with no reported tp compromise. The m3.5pt device and modified obturators are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the devices/obturators have not been rec'd by the MFR.